Manufacturer narrative:
This is a definitive report. This is a report from a pfizer-sponsored interventional study source for protocol number (B)(6). The investigator considered the event purulent arthritis (right knee) was attributable to the injecting concomitant sodium hyaluronate into the joints. Company comment: the product name of sodium hyaluronate was not identified in this report. Even if the product was artz/artz dispo, all of our product batches passed with the release test including the sterility test before the product release. It is therefore highly unlikely that the product quality was related to the purulent arthritis. Manufacturer's causality assessment is determined as "not related".

Event description:
This is a report from a pfizer-sponsored interventional study source for protocol number (B)(6). On (B)(6) 2016: a (B)(6) asian male patient was enrolled in the study and started to receive blinded therapy with (B)(6); celecoxib; placebo (subcutaneous injection of tanezumab 2.5 mg or 5 mg once every 8 weeks or oral celecoxib 100 mg twice daily) for osteoarthritis pain. Medical history included calculus ureteric, diabetes mellitus (both untreated) and meniscus injury in addition to periarthritis scapulohumeralis. On (B)(6) 2016: the subcutaneous injection of study treatment was stopped and the most recent dose administered before the event onset was 1 ml. On (B)(6) 2017: the oral study treatment was terminated. He was withdrawn from the double-blind therapy phase. Transition to the tracking period was started. On (B)(6) 2017: he received 1st injections of sodium hyaluronate to bilateral knees for gonarthrosis, oral administrations of celecoxib at 100 mg twice daily for osteoarthritis pain and rebamipide at 200 mg twice daily for gastritis prophylaxis. On (B)(6) 2017: he received 2nd injection of sodium hyaluronate. On (B)(6) 2017: he received 3rd injection of sodium hyaluronate. This injection was the last use of sodium hyaluronate prior to hospitalization. On (B)(6) 2017: he intensified right knee pain during night. On (B)(6) 2017: he received consultation for articular puncture. He received methylprednisolone acetate at 50 ml and lidocaine at 3 ml for osteoarthritis pain. The symptom did not improve even after joint steroid injection. On (B)(6) 2017: his right knee swelling persisted. He received joint puncture again at another orthopedic surgery clinic. On (B)(6) 2017: he visited the investigator's hospital. The results of joint puncture and blood sampling laboratory tests led to a diagnosis of purulent arthritis (right knee). He was hospitalized due to the event. Partial meniscus resection was then performed arthroscopically under general anesthesia. Continuous perfusion was started. The drain tube was removed. Continuous perfusion was completed. On (B)(6) 2017: rehabilitation was started. On (B)(6) 2017: he had puncture implementation for swelling. Antibiotic drip was change to cefazolin sodium hydrate. Injection of intra-articular cefazolin sodium hydrate injection was given. Rom expansion training (cpm) was started. On (B)(6) 2017: IV infusion was changed to imipenem hydrate/cilastatin sodium. On (B)(6) 2017: the visit for early termination of (B)(6) study was held. On (B)(6) 2017: he was discharged with relieved symptoms. The imipenem hydrate/cilastatin sodium was completed, and oral antibiotic was started. On (B)(6) 2017: he started oral antibiotic (cefdinir 100 mg 3c3x). On (B)(6) 2017: sodium hyaluronate was restarted after discharge. The adverse event didn't recur. On (B)(6) 2017: he had knee swelling, mild thermal impairment and received droplet antibiotic implementation (imipenem hydrate cilastatin sodium 0.5 g). He started oral antibiotic (faropenem sodium hydrate 200 mg 3t3x). On (B)(6) 2017: the drip antibiotics continued once a day. On (B)(6) 2017: the drip antibiotics ended but oral antibiotic continued. On (B)(6) 2017: the oral antibiotic ended. On (B)(6) 2017: sustained negativization of inflammatory response, judged as recovery.